Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead could not be implanted due to a helix failure. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant.